Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The issue occured twice since 01 january 2024 and was reported that two infusion sets fell off during use. Blood glucose level was noticed as 227mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.